Manufacturer narrative:
Patient reported having 70 migraines per month compared to 2-3 per month prior to tms. The patient sought care at the ER due to the migraines and has been given an anti-convulsant medication which seems to be helping more than anything else yet. However, the patient did not have any complaints during treatment or for the past 6 months. Whenever the practice has spoken with the patient (since she called with the complaint), the patient has a positive happy affect (mood) when speaking to her. This doesn't match what she is telling them. The patient was open with the treater during her course of treatment that she was constantly searching the internet for side effects from tms and tends to have attention seeking behaviors. The patient alleges that she lost her job due to the increase in migraines, however, the patient has a history of losing jobs (reasons unknown).

Event description:
The patient notified the tms provider's office that they have been experiencing worsening migraines since ending tms treatment 6 months ago.